Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body; the insert chip was identified. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of the transfer set. It was further described as the "light blue twist clamp came apart on the new set". This occurred during setup of peritoneal dialysis therapy. The patient was given prophylactic antibiotic treatment and the transfer set was replaced. There was no patient injury associated with this event. No additional information is available.